Event description:
As reported: a web 7x3 was successfully implanted into a previously high grade ruptured (x2) aneurysm. Contrast stasis was observed in the aneurysm and the web showed good compression. No encroachment on branch vessels and post angio images looked good. The procedure concluded and the patient left the angio suite. At some point later that night or early morning the hematoma had expanded and the ruptured aneurysm rebled. No further surgical interventions were performed.

Manufacturer narrative:
As the lot number was not provided, a search for production-related ncrs could not be performed. The device was implanted and therefore not available for return and investigation by the manufacturer. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: "nothing else was able to be done post rebleed, as the hematoma expanded too quickly and it was a high grade. The patient unfortunately passed." The procedure occurred early morning. The patient passed away one or two days after the procedure. The op report has been requested, but not received.